Manufacturer narrative:
The patient's weight was not provided. (B)(4). Complaint conclusion: a presidio coil (pc418144730/c33572) was returned for analysis. The echelon 14 microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. The coil was returned severely damaged, entangled, and stretched. A portion of the coil damage was due to post-procedural cleaning, handling, and packaging for return, therefore it cannot be determined how much coil damage occurred during the procedure. Located 33.0 centimeters off the distal tip of the green introducer, the core wire protrudes outside the sheath which was unreported. The circumstances of how and when this unreported damage occurred cannot be determined. No sheath damage was found at the protrusion site. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil stretching was confirmed; however the exact root cause cannot be determined. The positioning difficulty in the aneurysm could not be confirmed based on the nature of the event and the resistance felt with the second complaint coil could not be confirmed without product return for analysis. The most likely contributing factor to the resistance and stretching may have been due to the coil becoming temporarily anchored on itself or the distal tip of the microcatheter during repositioning. It was reported that resistance was felt during repositioning just before the coil stretched. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the echelon 14 microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a basilar head aneurysm, the physician was not satisfied with the position of the presidio coil (pc418144730/c33572)coil in the aneurysm, and while removing it through the echelon 14 microcatheter, it became stretched and torn. There was also resistance while advancing a presidio (pc418134330/unk) through the same microcatheter. The initial complaint product (lot c33572) was the first coil used during the procedure. The physician wasn't satisfied with how the coil was placed in the aneurysm, and he pulled it back and placed it a second time, but he still wasn't satisfied. While he pulled it back a second time, he felt light resistance, and the coil became stretched. The coil was completely removed from the microcatheter, without need for additional intervention. A continuous flush had been maintained through the microcatheter at all times. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. Additional coils were then implanted through the same microcatheter without problems. Then a presidio (pc418134330/unk) could push forward through the microcatheter only with resistance. It was removed from the patient and discarded. The coil did not appear damaged after removal, and the microcatheter did not appear damaged. A continuous flush had been maintained through the microcatheter. Subsequent coils were placed through the same microcatheter without issue. There was no significant delay in the procedure and no patient consequences reported. The stretched coil was returned for analysis.